Manufacturer narrative:
The customer did not return the hand-piece used in the procedure; however, two additional hand-pieces from the same lot number were received. The user¿s complaint cannot be confirmed. A visual inspection was performed on the devices and found tissue build up on the jaw. The ptfe pads (teflon pad) was inspected and found to be in good condition. The devices were tested with a usg-400/esg-400 and passed the probe check. There were no error messages observed during testing. The distal end of each hand-piece was inspected under a microscope and found no visual indication of damage to the probe units. This type of reported probe damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
The user facility informed olympus that during a bariatric procedure, the tips of two hand-pieces broke off and fell inside the patient. The breakage occurred while the surgeon was cutting tissue and each time a ¿probe damage¿ error message was observed on the generator. The device fragments were retrieved with a grasper. There was no unusual bleeding reported. The intended procedure was completed with a third similar device from a different lot. There was no patient injury reported. Additionally, it was reported that the devices were inspected prior to the procedure with no anomalies were found. This is 1 of 2 reports.